Event description:
It was reported by the customer that during surgery, the surgeon turned the enlite system on; the camera responded to the activation of the trackers. When the surgeon took marks, the instruments were no longer visible by the camera. The enlite responded to the movement to the pointer. The surgeon had to complete the procedure with standard equipment. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The camera involved in the reported event was evaluated. During the evaluation, it was noted that the left sensor could not recognize the test tool. Further investigation indicates the sam board ((B)(4)) of the left sensor was damaged, the voltage controller gave a high voltage to the sensor box.